Event description:
Philips received a complaint on the v60 ventilator indicating that there were two 1104 (check vent: backup alarm failed) diagnostic error codes. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. Field service engineer (fse) went to the customer site and reviewed the device diagnostic report (drpt). The fse found two 1104 diagnostic error codes, one from (B)(6) 2023 and a second from (B)(6) 2023. The fse determined that the device required parts replacement. Good faith efforts (gfes) are being completed to clarify which part was determined to be required to resolve the 1104 code issue. Additionally, further onsite service is pending the customers' acceptance or rejection of a quote for labor and replacement parts. This investigation is ongoing.

Manufacturer narrative:
H10: the customer allowed the initial quote to expire and was provided with and accepted another quote for onsite services and a replacement pm pcba, data acquisition (da) pcba, mc pcba, da pcba to mc pcba cable, power supply, and cpu pcba. It was stated in an onsite service work order that after the parts replacement, the issue was resolved. The customer needed the software options for the replacement cpu. The requested options were successfully provided and enabled on the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: corrected data the device was reported to be outside of use at the time of the reported problem. No patient harm reported.